Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pieces of the cartridge septum were found within the syringe. There was no reported impact to the customer's blood glucose. Customer continued to use the same cartridge.